Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2367 (air in tubing) alarm, which occurred on the homechoice (hc). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 13 in regards to the system error 2367 alarm and she said she did not notice anything wrong with the supplies that day. She said the next day she used manual supplies and then in the evening started therapy with a new setup. Since then she has been completing therapy successfully.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.